Manufacturer narrative:
(B)(4).

Event description:
It was reported during an av nodal ablation procedure, the physician noted loss of capture on the lv lead attributed to lead dislodgement. Subsequently, the physician attempted repositioning the lead to no avail due to the patient's cs anatomy. The lead was explanted and a port plug was used in the header port. No adverse consequences were reported.